Event description:
It was reported that the bd (B)(6) extension set experienced damaged tubing. The following information was provided by the initial reporter translated from (B)(6) to english: tube was broken

Manufacturer narrative:
Medical device lot #: na. Investigation summary: one (B)(6) sample was received in opened packaging from lot 21045724. A visual inspection confirmed the customer's experience as the tubing was received flattened and cut into two. A closer inspection noted that the seal of the packaging had been compromised, suggesting that the tubing had protruded out of the packaging. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations into complaints of this nature have identified that this type of damage is consistent with that caused when the tubing is caught in the heat seal of the packaging machine. If the set is not coiled in the packaging nest correctly, the seal around the edge of the packaging can be compromised by the tubing protruding out of the packaging. The tubing would then be caught in the packaging heat seal, causing the damaged and flattened appearance of the tubing. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot 21045724 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against products manufactured at this manufacturing site.